Manufacturer narrative:
The esu and accessories were thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a functional check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. No anomalies were found in the review of the unit's device history record (DHR). The bipolar forceps showed clear signs of use at the distal instrument's end and the insulation of the instrument was damaged. The bipolar cable had a breach at the device-side plug (note: the cable is 7 years old and therefore most likely encountered a lot of duty and re-sterilization cycles.). The insulation defects and the strong signs of use involving the accessories were not directly related to the combustion of the alcoholic disinfectant. Based upon the description of the event, most likely once diathermy was applied, combustion occurred due to flammable vapors and/or disinfectant that was around the operative site. There are warnings in the erbe esu user manual addressing these issues (i.e., not to use flammable disinfectants or if using a flammable disinfectant, it must be dry/completely evaporated prior to activation.). Additionally, the product data sheet for the cutasept f disinfectant used states that the liquid and its vapors are highly flammable and that the product needs to be completely dry before using thermal cautery and other electrical devices. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during an excision of a nevus under local anesthesia. The esu was used in autostart with erbe bipolar forceps [part number (p/n) (B)(4), lot number (l/n) 97369] and a bipolar cable (p/n (B)(4), l/n 01/14)]. A spark occurred which ignited the disinfectant (cutasept). This resulted in a patient burn with blistering (note: the location, size, and degree of the burn was not provided.). Nevertheless, the patient was treated with flammazine and wound dressings to manage the burn.